Event description:
Spinal cord stimulator placed in 2009. Patient had a fall in 2011. Patient reported that stimulator was not working normally. Lead found to be displaced with fluid in the lead. Stimulator and leads were replaced.